Event description:
Adverse event(s): "viral infection" (infection, viral). Product problem(s): "no information" (no information). An optometrist reported that a patient experienced an eye infection following use of this product and was treated with drops. He also reported that the patient advised him that her doctor told her that the viral infection was not related to this product. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was received. It is unknown if the product was used according to labeled indications. Visual examination was conducted and no change is necessary for this investigation or conclusion. Batch records for lot 163772f were reviewed and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 163772f met all release criteria prior to product release. There are no similar reports for this lot. Additional information was requested by mail on 05/26/2010. A completed questionnaire has not been received. (B)(4). (B)(4). (B)(4).